Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune instruments that have broken over years of use. Nothing happened during any procedures intra-op that would warrant or merit giving any patient names.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was not received for examination. Visual examination of the provided photograph confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.